Event description:
It was reported that a trainee was inserting an epidural into the back of a laboring woman for pain relief. As she experienced some tingling to one side during insertion of the epidural catheter, the trainee started to withdraw it. He removed the tuohy needle due to slight resistance in trying to withdraw the catheter. He then tried again to remove it and it came out but had sheared at the 5cm mark. The sheared 5cm end of the catheter is still in the woman's back and will need to organize imaging and potentially an operation to remove it once she has delivered her baby.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.